Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.